Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer addressed elevated bg by calling tandem technical support for assistance troubleshooting, and resuming insulin therapy following resolution of the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.